Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with one syringe of juvéderm® volbella¿ xc in the pols and vermillion border. About 7 months following injection, patient reported swelling and visible small nodules on the upper and lower lip at the injection sites that were described as "red, swollen and tender". Healthcare professional prescribed prednisone taper and dissolved product with hyaluronidase. The event resolved.